Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 551 mg/d and was not getting insulin. Customer stated that, she was trying to calibrate her sensor and not able to calibrate. Customer also stated she has high blood sugar and she changed her infusion set 3 times. Customer declined troubleshooting for the high blood sugar. The insulin pump will not be returned for analysis.